Event description:
It was reported that t-wave oversensing was observed. The device was reprogrammed successfully. Dft testing was performed successfully with the new parameters.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.